Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that several unexplained reboots had occurred, which could not be duplicated during testing. There was no damage found to the battery cap, battery compartment, or pc boards.

Event description:
The patient reported that the pump was rebooting twice a day for the past week. The patient reported that none of the yellow o-ring was visible. The pump battery cap was reportedly replaced in the last three months. The patient confirmed no damage to the pump or battery cap.